Manufacturer narrative:
H11: the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter contamination observed within an exactamix 1000 ml calibration bag. The pharmacist was priming and verifying the inlets and compounder when they noticed a small blue plastic looking particle in the calibration bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.